Event description:
On (B)(6) 2013, the patient contacted animas regarding a recent hospitalization as the result of low blood glucose (bg). The patient said that the doctor advised a visit with an endocrinologist. During the contact, the patient an endocrinologist visit is not affordable and requires travel. The next day (B)(6) 2013, an animas certified diabetes educator (cde) contacted the patient to assess the situation. It was determined that the patient required setting adjustments as the review indicated 90% of insulin was basal delivery and only 10% was bolus delivery. In addition, it was discovered that the patient does not bolus the amount suggested by the pump calculator. The cde recommended that the patient be offered diabetes management services by animas. This complaint is being reported because the patient experienced a serious hypoglycemic event as the result of the patient¿s choice to use the pump with inadequate information and supervision.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.